Event description:
(B)(6) stated his wheelchair is falling apart and needs the following: the bearings, bushings and washers for the front 2 wheels. One front caster wheel. The bearings, bushings and washers for the headtubes. The bearings, bushings and washers for the 2 large wheels, the right side plastic handrim. The seat and back upholstery. The end user was directed to a local provider.